Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a right knee acl, the fast-fix got stuck and did not properly fire the second anchor. The first anchor was retrieved from within the patient. There was a backup device available. No significant delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6: one fast-fix 360 curved needles, used in treatment, has been returned for evaluation. The information provided states: ¿during a right knee acl, the fast-fix got stuck and did not properly fire the second anchor. The first anchor was retrieved from "within" the patient¿. Visual assessment showed the needle returned bent. Human matter was found on the device. The device had both ts on delivery needle. The depth limiter was cut to surgeon¿s desired length. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. The instructions for use under warnings states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported. No further investigation is warranted at this time.